Manufacturer narrative:
(B)(4).

Event description:
Preoperative diagnosis: brief history: patient has has partially sacralized l5/s1 vertebra and following a routine decompression on the left side, did not get any relief of his l5 radicular symptoms. Patient has an anatomical variant in that because of this sacralization, has a posterior spur developing off the disc itself that actually impinges into the foramen as it exits out through the sacrum and through the partial sacralization. This resulted in a much deeper posterior kind of entrapment of the nerve which is rarely encountered. It was reported that the patient underwent an l5/s1 posterolateral spinal fusion; l5/s1 posterior instrumentation, solera 4.75; left iliac crest graft supplemented with a large rhbmp-2/acs kit and local bone graft; tlif procedure at l5/s1; crescent cage, 1x30 millimeter titanium spinal fusion surgery. During the surgery, the disc space was filled with 1.5 milligrams of infuse, back packed with 3 ml of autograft. The cage was next inserted into the area. We had also filled with 1.5 milligrams dose of infuse and autograft. The autograft was tubularized in an infuse sponge, this was placed, a 6 milligram dose on the right side and a 3 milligrams dose on the left and back filled with autograft. The patient¿s post-operative period was marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient reportedly has suffered physical and mental pain and suffering, and emotional/mental damage.